Event description:
Procedure type: hysterectomy. According to the reporter: the endostitch needle detached from the suture and broke in two pieces inside the patient. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).